Manufacturer narrative:
(B)(6). Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a planned competitor¿s hardware (screws) removal. During the procedure, the surgeon removed one screw without difficulty. When he attempted to remove the second screw he was having difficulty. Therefore, the surgeon used the conical extraction screw. During removal, the tip of the extraction screw broke off into the screw the implanted screw head popped off and was retrieved from the patient. The surgeon attempted to use a hollow reamer to remove the screw shaft and the teeth fell off of the hollow reamer into the patient and were not retrieved. It appeared the retained shaft of the screw was fused with the patient¿s bone. The malfunction of the competitor¿s screw led to additional surgical intervention. This was less than a desirable outcome. The patient was stable following surgery. After the procedure, the surgeon told the sales consultant that a 4.0mm cannulated hexagonal screwdriver got twisted during the surgery. It is unknown how or when the device twisted. The issue of extraction screw has been captured under (B)(4). Concomitant devices hollow reamer complete extension (part 309.065, lot unknown, quantity 1), spare reamer tube (part 309.480, lot number unknown, quantity 1). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. (B)(4)

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 314.05, lot# a4fd106. Manufacturing location: (B)(4), manufacturing date: apr 09, 1996. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned 4mm cannulated hexagonal screwdriver (part: 314.05, mfg date 09april1996) was inspected at customer quality (cq) and the complaint of twisted was confirmed. The distal hex tip is twisted in the direction of resistance encountered during attempted screw removal. Additionally, a crack on one distal hex wall was observed under 5x magnification. No fragments appear to have been generated. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no non- conformance reports, material review report or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage (hex feature twisted and one wall cracked). Based on the complaint condition, no definitive root cause was able to be determined. It is most likely that excessive torsional force during attempted screw removal with the returned 21+ year old reusable cannulated screwdriver caused the cannulated tip to twist and ultimately crack. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.